Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. (B)(4).

Event description:
A center director reported residual astigmatism in a patient's left eye six months post lasik. The patient is complaining of blurry vision and feels glasses do not help. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.